Event description:
Reporter had knee replacement surgery on (B)(6) 2025. 8 days later, fluid is discovered coming from the operation wound. The bandage was taken off and the wound was red and irritated. Reporter was treated with anitbiotics and a different wound dressing.